Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that there was resistance between the burr and the wire and the burr was unable to cross the lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of left anterior descending artery. A 1.50mm rotalink plus was selected and advanced to treat the target lesion. During the first use, no issues were encountered. While introducing the burr over the rotawire the second time, it was difficult to advance due to friction with the wire. The burr was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good. However, device analysis revealed white fibers/threads on distal coil.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. An initial examination of the complaint plus unit was carried out. A connect/disconnect test and a tug test was carried out and no issues were noted with the unit handshake connections. The plus unit was wire guided using a test guide wire. Resistance was met in the distal coil near the burr annulus. White fibers/threads were noted on the distal coil. The burr was microscopically examined. The annulus of the burr and the burr itself was within specification. A scratch test was revealed the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).